Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report the reported failure "patient heart stopped while doing surgery" was not confirmed. According to wom: visual inspection: the device was received on aug 13, 2025, for evaluation. There are no signs of transport damage or misuse. Unit was shipped with the correct packaging (packaging damaged), device in good cosmetic condition, however the filter holder is missing. Functional inspection: functional inspection indicated the returned device passed all criteria. This included an occlusion, overpressure, venting valve, pressure and flow test with a result of pass. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#5081198, sn (B)(6) is working according to specification. Probable root cause: the most probable root cause could not be determined. The device was returned to the manufacturer for investigation and full functional testing was conducted. The device was found to be working as per specifications. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient's heart stopped with during surgery. The patient made it through the surgery and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Filling on behalf of world of medicine (wom).

Event description:
It was reported that the patient's heart stopped with during surgery. The patient made it through the surgery and the procedure was completed successfully.